Event description:
The manufacturer received information from the patient's family alleging the patient experienced a ventilation service required alarm while using a trilogy evo device. The patient's family stated to that "the tidal volume had been slightly lower for about a week." There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that an error code, press sensor mismatch (e-0384), was observed on the device's error log. The manufacturer's service technician performed the internal flow verification test steps on the device. The two of the internal test steps (positive and negative flow measured tidal volume) had failed on the device. The manufacturer's service technician further evaluated and determined there was contamination on the airflow route that caused the issue to occur on the device. In conclusion, the device's flow sensor, particulate filter, filter cover, air inlet foam filter, blower assembly, blower bellows seal, blower mount, blower cap, proportional valve, dual limb cup, blower chassis plate, three-way solenoid valve, tubing (system printed circuit assembly (pca), blower chassis, fio2, and low flow o2), system pca, muffler assembly, outlet side panel, and flow o2 connector were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the vanity cover was replaced for physical damage unrelated to the reportable malfunction/issue. The device passed all final testing.